Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room for unrelated reason. It was noted that the patient experienced phrenic nerve stimulation when lying on the left side. On (B)(6) 2016, during an unrelated procedure, the left ventricular lead was capped. A new lead was attempted to be implanted for replacement but due to difficult patient anatomy, the lead could not be implanted. The patient was in stable condition post operation.